Manufacturer narrative:
Evaluation of the customer's issue included a review of the complaint text, a search for similar complaints, a literature review, and a review of labeling. As this issue was not limited to a particular lot number and because the sample volume was insufficient, internal testing was not performed. A review of all complaints associated with the architect tsh assay (list number 7k62) was performed. The review did not identify atypical complaint activity. There is the possibility of an interfering substance in the patient sample that contributed to the lower than expected result. The patient was diagnosed as having nodular hyperthyroidism (graves disease) after which they received drug treatment followed by surgery on the (B)(6) 2012 to remove their thyroid gland. The customer was referred to a clinical paper titled: disorders -thyroid volume 19, number 12, 2009, (B)(6). Doi: 10.1089-thy.2009.0143 - recurrence of graves disease in thyroglossal duct remnants: relapse after total thyroidectomy, for additional information. The customer was advised that the potential for recurrence of graves disease with this patient should also be reviewed as a possible contributing factor to their observation. Labeling was reviewed and found to be adequate. Based on the results of this evaluation, the architect tsh assay, list number 07k62, is performing as intended and no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer states that an architect i2000sr analyzer generated a falsely decreased tsh result (3.0715 miu/ml) for one patient sample. Physician questioned the low results as the patient had their thyroid gland removed on (B)(6)-2012. Additional tsh testing of the patient sample on a roche system generated a result of 22.52 miu/ml. Tsh testing on a beckman system generated a result of 21.8 miu/ml. Controls on the architect were within specifications. There was no reported impact to patient management.